Event description:
The device was used during a triple a procedure. Reportedly, the suture knot became loose and the wound dehissed. The surgeon performed a re-operation on 10-11-97 to correct the condition. The hosp has reported the pt's condition is satisfactory.